Event description:
Caller reported that pump screen went blank unexpectedly and led was not blinking. There was no reported impact to the customer¿s blood glucose level. Customer needed to plug pump into power source to turn back on, but technical support was unable to troubleshoot further due to malfunction.